Manufacturer narrative:
(B)(4). The customer provided two images showing a lidstock and a dilator for analysis. Visual analysis could not be accurately performed on the photo showing the dilator due to the photo quality. The customer also returned one dilator for analysis. Signs of use were observed inside the dilator tip. Visual analysis revealed that the dilator tip was slightly misshapen. Microscopic examination confirmed the damage. It was noted that the dilator tip did not contain any cracks or splits; however, white stress marks were observed around the defective area, which is consistent with damage due to undue force applied during insertion. The dilator length measured 101mm, which is within the specification limits of 95.2mm-108mm per the dilator product drawing. The dilator outer diameter measured 2.83mm, which is within the specification limits of 2.82mm-2.87mm per the dilator extrusion product drawing. The dilator inner diameter at the distal tip measured .9398mm, which is within the specification limits of .9144mm-.9652mm per the dilator extrusion product drawing. A lab inventory guide wire with a diameter of .032" was inserted through the distal tip of the returned dilator. Little to no resistance was observed as the guide wire passed completely through the dilator body. Performed per IFU statement, "use tissue dilator to enlarge tissue tract to the vein as required. Follow the angle of the guidewire slowly through the skin". A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage." The report of a damaged dilator tip was confirmed through complaint investigation. Visual analysis revealed that the dilator tip was slightly misshapen. White stress marks were also observed. Despite the damage, the dilator met all relevant dimensional and functional requirements, and a device history record review did not reveal any relevant findings. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the dilator hole is too small". No patient harm was reported. The patient's condition is reported as fine.

Event description:
It was reported "the dilator hole is too small". No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).